Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to do anything with it. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button respond due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and scratches on reservoir tube window.